Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted into the patient. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with cystoscopy due to urge incontinence and stress urinary incontinence. It was reported that following insertion the patient experienced pressure to start urination, urinary obstruction, need to have additional surgery, sexual partner discomfort due to protruding mesh, recurrent sui requiring medication. It was reported that patient underwent sling lysis and partial excision of mesh sling on (B)(6) 2009, for urinary urgency, urinary incontinence, high grade urinary obstruction, severe straining to urinate, and grossly elevated detrusor pressures. It was reported that patient underwent mesh revision on (B)(6) 2012. (B)(4).